Event description:
Initial result for a pt hcg was <5.05. When repeated, the result was 14219. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepancy.